Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: during the course of troubleshooting, customer reported seeing a flashing battery icon "earlier" however, it is unknown when the battery icon was noticed in relation to the medical event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion even after battery replacement. Customer further reported that on (B)(6) 2015 his meter "went blank" and he was unable to check his blood sugar. Customer drank a glass of fruit juice and subsequently "went hypo". Paramedics were called and upon their arrival, customer was administered a glucose injection and they "drove him to work to pick up (his spare) meter". Customer's blood glucose was subsequently checked and a reading of 12.9 mmol/l was obtained. No further treatment was reported. There was no report of death or permanent impairment associated with this event.